Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, the staples did not form properly. The surgeon performed a re-operation and resected add'l tissue to complete the procedure. The hosp has reported the pt's condition is satisfactory.